Event description:
The account generated false reactive prism hiv o results on blood donor specimens. The account stated that 35 repeat reactive donor specimens tested negative or indeterminate by western blot method. No specific donor or testing data provided. No impact to patient management reported.

Manufacturer narrative:
(B)(4) - evaluation - investigation in process, no method, results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: field data related to the quality issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lot 79780m101 were reviewed in the investigation. Results of this investigation indicated that prism hiv o plus lot 79780m101 is performing according to product label claims. The investigation included a review of field data reported to our prism metrics database. For lot 79780m101, a total of 567,245 samples had been tested across multiple customer sites at the time of our review. The overall initial and repeat reactive rates were both calculated to be 0.07%. Per the prism (B)(4) o plus package insert (commodity number (B)(4)), initial reactive (ir) and repeat reactive (rr) rates of 0.08% and 0.06% with 95% confidence intervals of 0.04 to 0.13% (ir) and 0.03 to 0.12% (rr) were observed during clinical studies for the total population. The initial and repeat reactive rates for lot 79780m101 are less than the package insert upper 95% confidence limits. In addition, the investigation included a review of complaint records to determine if other prism hiv o plus customers had experienced similar issues that may require further investigation. No other complaints for this prism hiv o plus lot related to this issue were identified. No product deficiency was identified.